Event description:
Caller was family member of a baby. Wen caller fetched baby in the moring, baby was shaking badly. Family member thought baby was having a seizure and tested bg with a freestyle meter. Result was 150mg/dl. Shaking did not subside and family member transported baby to hospital. Bg result at hospital was 47. Family member claims time between home and hospital reading no more than 45 min. Baby was treated and released. No information on type of hospital meter.